Event description:
It was reported that a leak around the air eliminating filter portion of product with bag spike was observed. The leak was noted when patient came in for medication bag exchange around in-line filter.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was not conducted as the lot number was not provided. The device was returned for analysis and was evaluated. Visual and functional testing were performed. A leak test was performed on the returned device using hydrostat vessel to look for unusual functions. A leak was observed fleeing from the air vent of the filter in the sample. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. The root cause of the reported issue was unable to be determined. Actions taken to mitigate the reported issue: a corrective and preventive actions was opened, in order to determine the root cause and implement proper corrective actions.